Manufacturer narrative:
(B)(4). Device history record review: the DHR for this product and lot was reviewed and the following was found: this product did not have any ncr. No deviation was documented during the mfg process. All the applicable tests during the in process and final inspections were conducted in order to ensure product integrity and documented with acceptable results to applicable procedures. No reworks/re-inspections were performed to finish good lot #8lr237. The sample was not received for eval, therefore, the complaint is deemed as unconfirmed. (B)(4) reynosa will continue monitoring this type of incident per current procedures.

Event description:
A peritoneal dialysis nurse reported that while training a pt, she noticed a leak coming from the machine - inside of cycler was wet from the cassette that had been leaking. There is no report of pt ill effect. The sample was not available for eval.